Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 11 inappropriate electric shocks. Further information was received that this device was explanted due to therapy upgrade. No additional adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The baseline testing completed on the device found no failing conditions. All testing that was completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 11 inappropriate electric shocks. No additional adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 11 inappropriate electric shocks. Further information was received that this device was explanted due to therapy upgrade. No additional adverse patient effects were reported.